Event description:
It was reported that the right atrial (ra) pacing lead had been showing elevated thresholds and that the patient had a history of atrial fibrillation. The ra lead was capped and not replaced during a routine device changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator, implanted: (B)(6) 2007. (B)(4).